Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1+ on both eye (od) at 1 day post-operative exam. The patient comments were that visual acuity good and no problems. Topical steroid were increased and used to treat the dlk. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -.50 x -.75 x 85; left eye pre-op 20/20 -.50 x -.75 x 88.